Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had two compromised low-voltage capacitors, which resulted in a high current condition. This issue is discussed in the q1 2010 product performance report. Analysis of the device was previously completed, which confirmed premature battery depletion.

Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required. Additional information was received from the patient and physician, approximately three years after the explant of this device. There were no field allegations at the time of the explant three years ago, however, recently the physician and patient noted this device's battery did not last as long as expected, and surgical intervention was performed.